Event description:
The caller reported the tube was installed on (B) (6) 2010 and broke on (B) (6) 2010. The pt was newly trached and the tube was kept in until (B) (6) 2010. The tube's flange has two plastic pins and one of the pins broke on one side. The other side was still adhered. She states that this did allow for the whole flange to flap. The tube was kept in by wrapping a stoma pad on top, a trach tie around the tube itself and tied to the trach collar. They discovered the problem because the ventilator alarmed and when they checked the ventilator they noticed the broken tube. The caller also stated they perform tracheostomy care every 4 hours which consists of cleaning around the stoma and tube with normal saline or water and a q-tip. She is not sure is they used a 4x4 dressing underneath the flange as this tube was sutured in.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.